Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected pump error 63 or pump error 4 alarms during testing however, pump error 63 alarm (variable oc) and pump error 4 alarm are found in the downloaded history files due to a software error. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected power error alarm or low battery alarm noted during testing or in the downloaded history files. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure during self-test also multiple pump error alarms. The customer¿s blood glucose level was unknown. The customer noticed absence of audible sensor alarm. The insulin pump will be returned for analysis.